Event description:
Customer reported that a patient presented with a surgical wound infection following adhesiolysis and surgical repair of an obstructed bowel resulting from an motor vehicle accident seven years prior. Approximately three weeks post op the patient presented with discharge and drainage occuring from the lower aspect of the wound. This continued until 2009. The patient was returned to surgery for debridement. The patient then presented three months laterwith two sinus tracts. Antibiotics were prescribed and the patient will require an additional debridement in approximately 12 weeks.

Manufacturer narrative:
Date sent to the FDA: 10/08/2009. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.